Manufacturer narrative:
A review of the device's manufacturing records indicated that the original sensor lot met all requirements including sterilization requirements for release. Development of irritation at the insertion site is a known and anticipated potential adverse effect and does not require additional investigation.

Event description:
It was reported that the user was experiencing skin irritation beginning on (B)(6) 2026. The irritation was characterized by small bumps starting at the sensor insertion site and extending from the shoulder to the elbow, with symptoms worsening over time. The irritation was not believed to be related to steri-strips, though the user was uncertain if tegaderm was a factor. Their healthcare provider was aware and prescribed benadryl; however, the user opted to take aller-tec instead due to an inability to use benadryl. The symptoms did not lead to sensor removal, and the user continues to use the system with up-to-date data.